Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, had a loose lead nut that's about to separate, on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was not returned for further evaluation and a visual/functional inspection could not be performed. The root cause of this issue is undetermined. Factors that could have contributed to the reported issue would be if the snap lock nut was loose and unthreaded or if it was broken off. As part of corrective actions for both issues, a new and more robust design of the snaplock has been released. However, we cannot confirm if it was either issue. No further containment or corrective actions are recommended at this time.

Event description:
It was reported that the handpiece has a loose lead nut that is about to separate. As found during preventive maintenance, no case was involved.